Event description:
It was reported by service report that the siderails would not lock in the up position and the siderail panels were cracked. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link and siderail panels.